Manufacturer narrative:
H6: investigation summary: a device history review was conducted for lot number 0357522. Our records show that this is the only instance of this issue occurring in this production batch. According to the sampling plan applied for product performance, this lot was accepted and released without defects being noted during the final assembly or visual inspections. Although photos were submitted for evaluation, the sample that was returned by your facility did not contain the foreign matter. Retention samples were also reviewed and found to be free of any contaminants or other abnormalities. Unfortunately without the ability to investigate the affected unit our quality engineers were unable to determine the root cause for this complaint.

Event description:
It was reported that foreign matter was found in the bd pegasus¿ safety closed IV catheter system heparin cap. The following information was provided by the initial reporter, translated from chinese to english "a foreign body was found in the connecting position of the heparin cap when disassembled".

Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that foreign matter was found in the bd pegasus" safety closed IV catheter system heparin cap. The following information was provided by the initial reporter, translated from (B)(6) to english "a foreign body was found in the connecting position of the heparin cap when disassembled."